Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of device history records for manufacturing revealed no complaint related issues. The key on the distraction/compression sleeve is indeed missing, possibly lost during sterilization (has not been returned though). Therefore it is not possible to use the instrument accordingly. Unfortunately we are not able to repair this instrument as there are no spare parts available. No product or material related condition was found. Please note that we have not had a complaint of such nature so far with this instrument.

Event description:
The key on the distraction / compression sleeve keeps coming off. Position 3 of the sub assembly is missing. This is 1 of 1 report for event #(B)(4).